Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use pump for insulin therapy.